Event description:
The manufacturer received information alleging particles in air path related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in air path, nasal/throat irritation or soreness, dry mouth and cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer received new and relevant information on 07/19/2022 alleging sore throat; throat irritation related to a CPAP device's sound abatement foam. Codes are added in the h6 section.

Manufacturer narrative:
The manufacturer received new and relevant information on 02/15/2023 alleging dry mouth and cough related to a CPAP device's sound abatement foam. Clinical codes are added to the h6 section. There was no allegation of serious or permanent harm or injury.